Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed to unlock refrigerator. A field service engineer replaced the latch and wire harness on the remote manager and adjusted the door hasp to ensure proper alignment, performed an open/close test using the hardware test application, which passed successfully, verified functionality with the customer through the med application, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nicu multiple smart remote manager (srm) lock failed, prevented the refrigerator from unlock. The customer mentioned two devices were affected, with one-unit experienced repeated failures twice within a one-hour period. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.